Event description:
Pt reported erosion, reflux, nausea and vomiting associated with the device. The erosion was diagnosed by endoscopy, a computerized tomography (CT) scan and upper gi (gastro-intestinal) x-ray. Follow-up findings: operative report (explant surgery) received by fax. Report stated: ¿abdominal pain¿ and ¿an egd (esophagogastroduodenoscopy) was noted to have an erosion¿ in the ¿indications for procedure¿.

Manufacturer narrative:
(B)(4). The product associated with this report has not yet been returned. Based upon the implant date provided by the reporter the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis. Visual examination may confirm or determine another connector type associated with this report. Allergan has not received the product at this time, therefore no analysis or testing has been done. Erosion, nausea, vomiting, and regurgitation are surgical and physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further info from the reporter regarding the serial number of the device has been requested. Device labeling addresses the possible outcome of erosion as follows: ¿there is a risk of band erosion into stomach tissue. Re-operation to remove the device is required. Caution: as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract.¿ device labeling addresses the possible outcome of nausea, vomiting, and regurgitation as follows: ¿ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures. Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended.¿ device labeling addresses the reported event of pain as follows: ¿there were add¿l occurrences of these events that were considered to be non-serious. Other adverse events considered related to the lap-band system that occurred in fewer than 1% of subjects included¿ abdominal pain, chest pain, incision pain, and¿ port site pain.¿